Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment found a defective on/off switch causing the unit to reboot. The on/off switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that operational verification test (ovt) fails the pressure test. During the depot repair check, the ge healthcare technical staff found the on/off switch failure causing the unit to reboot. There was no reported patient involvement.